Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported difficult to remove from anatomy could not be replicated in a testing environment. Additionally, the clip introducer was observed to be torn and the gripper cover was observed to be frayed and bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and difficult to remove from anatomy were unable to be determined. The cause of the observed torn clip introducer and observed frayed and bulky gripper arm covers were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After one unsatisfactory grasp, it was decided to re-grasp the leaflet. During the attempt to re-grasp, the non-tactile gripper did not lower. It was noted that there was interaction with leaflet during grasping. It was the normal interaction that would occur during grasping. After troubleshooting, the clip was removed and there was little piece of tissue observed on the gripper. A replacement completed the procedure. The mr reduced from grade 4 to 1-2. There were no treatments required, adverse patient effects, or clinically significant delay. No additional information was provided.